Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat a de novo lesion with mild tortuosity, mild calcification and 80% stenosis in the mid left anterior descending (lad) coronary artery. A 2.25 x 18 mm xience prime stent delivery system (sds) was advanced to the target lesion and deployed but a proximal end dissection occurred. Another xience prime was used to treat the dissection successfully. The patient was stable. No additional information was provided.